Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose bus bars could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery was unable to power on a monitor.